Manufacturer narrative:
Investigation revealed that there was no system malfunction. Investigation of the case logs showed that the misplacement of implants is due to the patient registration being inaccurate due to a drb shift. Drb shifts can cause navigational integrity issues and can lead to the misplacement of implants. The system correctly detected and alerted the user of the drb shift. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. Excessive deflection force on the end effector may cause the implant to skive depending on the instrument technique of the user. Skiving can also lead to the misplacement of screws. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.